Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "customer notes that the device "will not change humidity levels". No patient involvement reported.

Event description:
It was reported "customer notes that the device "will not change humidity levels". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, airflow, and dual temperature probes were connected to the unit. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. It was observed that the humidity buttons did not function or illuminate. The unit was opened to further inspect all internal components. No defects or anomalies were found with any of the components, however there was a significant amount of dust/debris inside the unit. Build-up of dust/debris can occur if the unit is mounted low to the floor or stored in an area that promotes dust build up. The observed defect is likely due to a faulty user interface panel. The complaint is confirmed. The humidity buttons on the user interface panel were found to not function or illuminate. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2007 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to the light/button failure. Teleflex will continue to monitor and trend on complaints of this nature.